Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that what led to the patient not feeling stimulation and the therapy being off, it cutting on/off, and having drainage every time they stood up was that ¿apparently it was not ¿on.¿¿ the patient visited their doctor on monday, (B)(6) 2017, the doctor reprogrammed the device, and the patient was doing very well now. It was reported the patient was not good at turning ¿on and off¿ anything these days and was sure it was their fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she did not feel stimulation and thought she was cutting it on/off. The patient stated the day previous to the call every time she stood she started to drain. The patient stated she did not feel stimulation and therapy was not on. The patient was able to turn stimulation on and the situation was resolved. The patient turned stimulation on program 2 at 6.2 v. The patient stated she had a CT scan every 3 months, the patient noted she had three malignant spots of cancer, there was no allegation against the device. The patient noted she had an appointment with the hcp in (B)(6). The patient noted it had not a problem for over 6 months, and she had draining when standing on (B)(6) 2017. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.